Manufacturer narrative:
The reported event of inductive telemetry anomaly was not confirmed, the device was able to communicate via inductive telemetry in lab. The reported event of an interrogation anomaly and bluetooth (ble) telemetry anomaly was confirmed. The cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.

Event description:
During device preparation prior to the initial implant procedure, the device was unable to be interrogated via inductive telemetry. A replacement device was used to complete the implant procedure. The patient was in stable condition.